Manufacturer narrative:
(B)(4).

Event description:
The international customer reported the device alarmed due to a machine and pressure sensor failure. There was no patient harm.

Manufacturer narrative:
Event date: (B)(6) 2015. Tests indicate an intermittent loose connection within the da-mc cable resulting in a spi bus failure. This report is being submitted as part of the remediation for CAPA (B)(4).